Manufacturer narrative:
(B)(6). After delivery to the lesion for shunt percutaneous transluminal angioplasty (pta), the 90 cm. Saber 3 mm. X 4 cm. Balloon catheter (bc) pressure would not rise after several attempts. The indeflator was changed and the bc still failed to inflate. It is unknown at what pressure the balloon ruptured. The bc was changed to a non-cordis bc and the procedure was completed successfully. There was no reported patient injury. The target lesion was unknown and reported to be heavily calcified with a (B)(4) rate of stenosis. The product was removed intact (in one piece) from the patient. There was no any difficulty removing the product from the hoop. There was no difficulty removing the protective balloon cover. There was no difficulty removing the stylet or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product the product into the patient. The device prepped normally (i.e. Maintained negative pressure). The following information was reported as unknown: if any other product issue was noted either at the account or after the procedure; if contrast leakage was noted upon inspection after removal; if there was balloon or shaft burst; if leakage was noted from the balloon, shaft, hub, or unknown segment; contrast media used; contrast to saline ratio; if there was any resistance/friction while inserting the balloon through the rotating hemostatic valve; if there was any resistance/friction while inserting the balloon through the guide catheter; if there was difficulty advancing the balloon catheter through the vessel; if there was difficulty crossing the lesion; if the catheter was ever in an acute bend. The product was not returned for analysis. A device history record (DHR) review of lot 17318092 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst (peripheral)¿ and ¿balloon inflation difficulty¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Vessel characteristics of heavy calcification and a rate of stenosis of (B)(4) may have contributed to the reported event. According to the instructions for use ¿prior to angioplasty, the catheter should be examined to verify functionality and integrity, and ensure that its size and shape are suitable for the specific procedure for which it is to be used. Do not use if product damage is suspected or evident. To reduce the potential for vessel damage or the risk of dislodgement of particles it is very important that the inflated diameter of the balloon should approximate the diameter of the vessel just proximal and distal to the lesion. The balloon dimensions are printed on the product label. The compliance table incorporated with the product shows how balloon diameter increases as pressure increases. Do not exceed the rated burst pressure recommended on the label. The rated burst pressure is based on the results of in vitro testing. At least (B)(4) of the balloons (with a (B)(4) confidence) will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over-pressurization. Pressure in excess of the rated burst pressure can cause balloon rupture and potential inability to withdraw the catheter through the introducer sheath. Balloon rupture can cause vessel damage and the need for additional intervention. Use only the recommended balloon inflation medium (a 50/50 mixture by volume of contrast medium and normal saline). Never use air or any gaseous medium to inflate the balloon.¿ neither the DHR nor the information available suggests a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken.

Event description:
As reported, after delivery to the lesion for shunt percutaneous transluminal angioplasty (pta), the 90 cm. Saber 3 mm. X 4 cm. Balloon catheter (bc) pressure would not rise after several attempts. The indeflator was changed and the bc still failed to inflate. It is unknown at what pressure the balloon ruptured. The bc was changed to a non-cordis bc and the procedure was completed successfully. There was no reported patient injury. The target lesion was unknown and reported to be heavily calcified with a 99% rate of stenosis. The product was used clinically and will not be returned for analysis. Additional information has been received. The product was removed intact (in one piece) from the patient. There was no any difficulty removing the product from the hoop. There was no difficulty removing the protective balloon cover. There was no difficulty removing the stylet or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product the product into the patient. The device prepped normally (i.e. Maintained negative pressure). The following information was reported as unknown: if any other product issue was noted either at the account or after the procedure; if contrast leakage was noted upon inspection after removal; if there was balloon or shaft burst; if leakage was noted from the balloon, shaft, hub, or unknown segment; contrast media used; contrast to saline ratio; if there was any resistance/friction while inserting the balloon through the rotating hemostatic valve; if there was any resistance/friction while inserting the balloon through the guide catheter; if there was difficulty advancing the balloon catheter through the vessel; if there was difficulty crossing the lesion; if the catheter was ever in an acute bend.